Manufacturer narrative:
Initial and final MDR 1879809 - MDR 3003442380-2024-06025- device 8 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in norway. On (B)(6) 2024, it was reported by the patient that 9 infusions set from two different box was found bent after removing from the body. The user replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.